Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient suffered from redness of about 4 cm in diameter, lighter in the middle, hard and painful and no fever event on 17-jun-2024. Prescribed antibiotics ointment for therapy. No further information available.